Event description:
The customer reported that there was a speaker malfunction. No patient harm was reported.

Manufacturer narrative:
(B)(4): the customer reported that there was a speaker malfunction. No patient harm was reported. Philips has not yet determined if there was any lack of audio function, so we will report this malfunction as a possible health risk. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.